Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion-breakage/device being broken') and genital haemorrhage ('abnormal bleeding (genera)') in an adult female patient who had essure (batch no. 6008632-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, arthritis, asthma, osteoporosis, migraine with aura, allergic rhinitis, obstructive sleep apnea syndrome and vomiting. Concurrent conditions included morbid obesity, eye pain and light sensitivity to eye. Concomitant products included fluticasone, ibuprofen, salbutamol (albuterol) and topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2015, the patient experienced depression ("psych injury /psychological or psychiatric problems condition: depression"), anxiety ("psych injury /psychological or psychiatric problems condition: anxiety,"), panic attack ("panic attacks") and palpitations ("blood or heart disorder/condition type: palpitations"). In 2015, the patient experienced rash ("rash/skin condition/rashes or skin conditions type: skin rashes"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In 2016, the patient experienced allergy to metals ("allergy- nickel /allergic or hypersensitivity reaction type: nickel ,/nickel allergy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), alopecia ("hair loss"), tooth fracture ("dental problems: broken teeth"), migraine ("migraine"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysteroscopy, received treatment for breakage). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, genital haemorrhage, panic attack and palpitations outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, allergy to metals, rash, fatigue, alopecia, tooth fracture, hormone level abnormal, migraine, headache, nausea and weight increased had resolved and the depression and anxiety was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, palpitations, panic attack, pelvic pain, rash, tooth fracture and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, allergy- nickel, breakage/ expulsion-breakage, psych injury, fatigue, hair loss, dental problems, hormonal changes, migraine, headaches, nausea, weight gain. Discrepancy noted in date of insertion (B)(6) 2016 (summons) and (B)(6) 2015 (pfs) current weight 429 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients¿ medical record confirming:palpitations lot number (6008632) is not valid. Most recent follow-up information incorporated above includes: on 25-oct-2019: update of information (batch is invalid). Incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion-breakage/device being broken') and genital haemorrhage ('abnormal bleeding (genera)') in an adult female patient who had essure (batch no. 6008632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, arthritis, asthma, osteoporosis, migraine with aura, allergic rhinitis, obstructive sleep apnea syndrome and vomiting. Concurrent conditions included morbid obesity, eye pain and light sensitivity to eye. Concomitant products included fluticasone, ibuprofen, salbutamol (albuterol) and topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. In (B) (6) 2015, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2015, the patient experienced depression ("psych injury /psychological or psychiatric problems condition: depression"), anxiety ("psych injury /psychological or psychiatric problems condition: anxiety,"), panic attack ("panic attacks") and palpitations ("blood or heart disorder/condition type: palpitations"). In 2015, the patient experienced rash ("rash/skin condition/rashes or skin conditions type: skin rashes"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In 2016, the patient experienced allergy to metals ("allergy- nickel /allergic or hypersensitivity reaction type: nickel ,/nickel allergy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), alopecia ("hair loss"), tooth fracture ("dental problems: broken teeth"), migraine ("migraine"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysteroscopy, received treatment for breakage). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, genital haemorrhage, panic attack and palpitations outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, allergy to metals, rash, fatigue, alopecia, tooth fracture, hormone level abnormal, migraine, headache, nausea and weight increased had resolved and the depression and anxiety was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, palpitations, panic attack, pelvic pain, rash, tooth fracture and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, allergy- nickel, breakage/ expulsion-breakage, psych injury, fatigue, hair loss, dental problems, hormonal changes, migraine, headaches, nausea, weight gain. Discrepancy noted in date of insertion (B)(6) 2016 (summons) and (B)(6) 2015 (pfs) current weight 429 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients¿ medical record confirming:palpitations. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs & mr received. Lot number was added. Reporter's information was added. Patient's demographics was added. Added event palpitations, panic attacks, anxiety, depression. Medical history, concomitant conditions, concomitant drug, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion-breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), allergy to metals ("allergy- nickel"), rash ("rash/skin condition"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (type of removal surgery-other, received treatment for breakage). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, rash and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, back pain, allergy to metals, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea and weight increased had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, device breakage, dysmenorrhoea, fatigue, headache, hormone level abnormal, migraine, nausea, pelvic pain, psychological trauma, rash, tooth disorder and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, allergy- nickel, breakage/ expulsion-breakage, psych injury, fatigue, hair loss, dental problems, hormonal changes, migraine, headaches, nausea, weight gain. Discrepancy noted in date of insertion (B)(6)2016 (summons) and (B)(6)2015 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2016: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion-breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), allergy to metals ("allergy- nickel"), rash ("rash/skin condition"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (type of removal surgery-other, received treatment for breakage). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, rash and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, back pain, allergy to metals, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea and weight increased had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, device breakage, dysmenorrhoea, fatigue, headache, hormone level abnormal, migraine, nausea, pelvic pain, psychological trauma, rash, tooth disorder and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, allergy- nickel, breakage/ expulsion-breakage, psych injury, fatigue, hair loss, dental problems, hormonal changes, migraine, headaches, nausea, weight gain. Discrepancy noted in date of insertion (B)(6) 2016 (summons) and (B)(6) 2015 (pfs) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- breakage/ expulsion-breakage, pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, allergy- nickel, rash/skin condition, psych injury, fatigue, hair loss, dental problems, hormonal changes, migraine, headaches, nausea, weight gain. Lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.